Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the right ventricular lead(rv lead) exhibited high defibrillation impedance. During an elective generator changeout procedure, it was also reported that the rv lead failed the defibrillation threshold (dft) testing. The reported lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.